Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a change sensor alert, a bad sensor alert, and a cal error alert. The customer also reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 127 mg/dl compared with the sensor glucose reading of 54 mg/dl. The customer's sensor was replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed per specifications.